Event description:
Procedure type: c-section. According to the rptr: the client reports that during an emergency c-section, when closing the uterus, the needle detached from the suture strand and was lost; no scopy possible in the or; the x-ray was carried out post-operatively and the needle was found and retrieved.

Manufacturer narrative:
(B) (4)